Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted and on (B)(6) 2011 advantage was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystocele and rectocele repair, cystoscopy and transvaginal hysterectomy due to pelvic relaxation with second degree uterine prolapse, second degree cystourethrocele, second degree rectocele, first degree wall prolapse and stress urinary incontinence. The patient underwent a thyroidectomy in 2004, lap band procedure in 2007 and a bilateral mastectomy in 2009. The patient underwent mesh revision on (B)(6) 2011 due to mesh erosion. The patient underwent mesh removal, and placement of advantage due to erosion and exposure.

Manufacturer narrative:
It was reported that patient underwent a mesh revision/removal on (B)(6) 2011.